Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the hospitalization was 493 mg/dl. The nurse reported that the customer had a blood glucose level of 408 mg/dl the night before the call, which she treated for. The nurse reported that the customer woke up with a blood glucose level of 443 mg/dl which later rose to 560 mg/dl. The caller was unsure if the customer was wearing the insulin pump at the time of admission, but stated that she was currently on an insulin drip. The nurse declined troubleshooting and stated that the customer would call back. The insulin pump was not replaced or returned for analysis.